Manufacturer narrative:
The reported malfunction was observed during review of the device activity log files. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The processor/bridge/ pace board and the defib-monitor flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 75 year old female patient, the device displayed a "self test failed" message for defib and pacer. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.